Manufacturer narrative:
This supplemental report is being filed to correct the d4: model number; and d4: catalog number. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited infection. No additional adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited infection. No additional adverse patient effects were reported. The ra lead remains in service.

Manufacturer narrative:
This supplemental report is being filed to correct the a1: patient identifier; a2: date of birth; a2: age at time of event; a2: unit of measure - age; and a3: sex.. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had exhibited infection. No additional adverse patient effects were reported. The ra lead remains in service.